Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was found to have damaged fiber optic connector. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The fse that encountered the issue replaced fiber-optic sensor extension cable (0012-00-1562). The fse completed the pm. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer.